Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Troubleshooting was discussed with technical services and reprogramming was recommended. It's suspected that there is an issue with the proximal coil of the lead. At this time, the lead remains in service. No adverse patient effects were reported.